Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level. The customer¿s blood glucose level was 280 mg/dl. Customer states that pump isn't working, keeps eating batteries, states needing to change one per day, new battery in last night, woke up today and it die while being in school. Customer declined to troubleshoot for high readings and customer noticed pump had a blank display, and was turned off. The insulin pump will be returned for analysis.